Manufacturer narrative:
(B)(4). D10: medical products: item#: 41002, driver connecting screw; lot#: 7982705. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was very worn and fractured. There was no report of a foreign body retained by the patient. Multiple attempts have been made to obtain additional information. No additional information has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were corrected: d2; d4; g4. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following sections were corrected: d4; h4. Visual examination of the provided photo identified that the screw tip is cracked and is still connected to the screw tip. As no product was returned or additional pictures provided; further visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trend

Event description:
No further event information available at the time of this report.